Manufacturer narrative:
UDI information is unknown. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Functional and visual testing were performed. The tamper seal was removed/broken on bottom case and right plunger case. The investigation found a cracked on top case by the tube holders also cracked on right plunger case. Left plunger case has broken screw boss and case bottom has broken tabs. The pump event history showed syringe plunger not in place error. The syringe plunger not in place error was found during syringe delivery test. The reported issue was caused by a plunger board that was found misaligned and no glue on plunger board. The root cause was by the device design. The technician replaced case top, case bottom, and both plunger cases due to physical damage. Installed missing cable guard. Replaced force sensor due to cable damage. Replaced worm gear, worm coupling, old style motor mount, teflon washers with the delrin washer, lead screw, both clutches, and plunger cable due to normal wear. Performed functional/delivery tests which passed.

Event description:
It was reported that the motor was stalling / not moving. No patient injury was reported.